Event description:
It was reported that the jaw could not be closed during usage on patient.

Manufacturer narrative:
Qn#(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha wi facility as part of a (B)(4) pc. Lot in (B)(6)2019 . Evaluation of the returned instrument shows that one of the tips of the jaws is damaged and slightly pushed inward. We were able to replicate the alleged issue therefore we are able to validate this complaint. Further evaluation shows that the knob rotation mechanism is dry and sluggish feeling signifying that this instrument is in need of lubrication as recommended in IFU included with this device at time of manufacture. We are unable to determine what caused one of the tips of the jaws to be damaged and slightly pushed inward. However , mishandling of this device at the end user's facility is suspected. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to release to customer as this is a standardized procedure at this facility for this product line.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaw could not be closed during usage on patient.